Manufacturer narrative:
The field service engineer (fse) observed the mixer pulleys had dried wash buffer and variability of the rpm (rotations per minute) of the mixer belt. The fse replaced the mixer pulleys and belt. The fse performed system check and it did not pass within service specifications. The fse then replaced the peristaltic pump tubing and mixer rollers in response to the system check failure. The fse performed system verification testing (system check, high sensitivity system check, and quality control) and noted all test results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the issue. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for three patients involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The elevated results were released out of the laboratory and questioned by the physician. Subsequent testing of the patients¿ samples, on an alternate access 2 analyzer, generated negative results (within the normal reference range) for all three patients. There was no report of patient injury or change in patient treatment associated with this event. The patients¿ samples were collected in 13x100 mm becton dickinson (bd) lithium heparin gel tubes and centrifuged at 3,500 rpm (rotations per minute) for five minutes. The customer stated quality control (qc) was within specifications at the time of the event. Other system parameters (calibrations and system checks) were performing within the assay and instrument specifications. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.